Manufacturer narrative:
Additional device product code: hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted; as such implant/explant dates are not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, while attempting to fix an olecranon fracture, the surgeon noticed he was long with one (1) 2.7mm variable-angle locking screw self-tapping with t8 stardrive recess 20mm and one (1) 2.7mm variable-angle locking screw self-tapping with t8 stardrive recess 22mm. The surgeon had implanted a 2.7mm/3.5mm variable-angle locking plate (va-lcp) olecranon plate 2h/lt/90mm, one(1) 2.7mm metaphyseal screw self-tapping w/t8 stardrive recess/34mm and one (1) variable-angle locking screw self-tapping with t8 stardrive recess 24mm. As he tried to implant the two (2) other screws, he went long with them. He removed the two (2) screws as well as two (2) other screws and the plate. No fragments were generated. He was unable to obtain optimal reduction due to what he stated was very poor bone quality. The surgeon had to use a tension band technique instead. No surgical delay. The procedure was successfully completed. Patient outcome is stable. Concomitant medical products: 2.7mm/3.5mm variable-angle locking plate (va-lcp) olecranon plate 2h/lt/90mm (part # 02.107.302, lot # unknown, quantity # 1); 2.7mm metaphyseal screw self-tapping w/t8 stardrive recess/34mm (part # 02.118.534, lot # unknown, quantity # 1); variable-angle locking screw self-tapping with t8 stardrive recess 24mm (part # 02.211.024, lot # unknown, quantity # 1). This is report 2 of 2 for (B)(4).